Manufacturer narrative:
As reported, the body shaft of a 5f 100 cm tempo 5 sidewinder ii (sim 2) diagnostic catheter broke into two pieces, compromising the integrity of the catheter, but it did not get trapped during the procedure. It had to be rescued with a lasso during an endovascular diagnostic procedure. Two (2) pictures were provided for review. No anomalies were noted when the catheter was unpacked initially. The product was stored according to the instructions for use IFU), and the radiologist performing the test handled it correctly, as reported. The product was prepared correctly, and no difficulties were encountered during the preparation of the device. A non-cordis hydrophilic guidewire was used. The device was not returned for evaluation. Two photos were submitted for analysis. In the photos, a dx catheter from lot 18322863 and catalogue 451-531h0 is observed. A separation is noted on the body of the unit, and the catheter is inside the package pouch. No other anomalies nor outstanding details could be observed on the images provided. A product history record (phr) review of lot 18322863 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿brite tip/distal tip ¿ separated¿ was confirmed since a separation was noted on the body of the unit. Procedural or handling factors may have contributed to the reported event. The photos do not provide sufficient information to determine if there is a manufacturing-related issue and the root cause cannot be determined. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the body shaft of a 5f 100 cm tempo 5 sidewinder ii (sim 2) diagnostic catheter broke into two pieces, compromising the integrity of the catheter, but it did not get trapped during the procedure. It had to be rescued with a lasso during an endovascular diagnostic procedure. Two (2) pictures were provided for review. No anomalies were noted when the catheter was unpacked initially. The product was stored according to the instructions for use IFU), and the radiologist performing the test handled it correctly, as reported. The product was prepared correctly, and no difficulties were encountered during the preparation of the device. A non-cordis hydrophilic guidewire was used. The device is expected to be returned for evaluation.